Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a y-type blood/solution set disconnected from a product bag which resulted in a solution leak. The disconnection occurred while hanging the product bag after spiking with the y-type blood/solution set. There was no patient injury or medical intervention associated with this event. No additional information is available.